Event description:
The report received indicated that the balloon catheter was not correctly attached on the mounting card, while opening the plastic pouch; the catheter fell on the ground. Further info indicated that prior to identifying the problem, the inner packaging was not completely sealed; as a result the device fell out of the package. The outer carton package did not present any anomalies and was completely sealed.

Manufacturer narrative:
It was reported that the catheter was not correctly attached to the mounting card and while opening the plastic pouch, the catheter fell on the ground. Further info indicated that the top inner plastic packaging was not completely sealed; when the outer box was opened, the sterile pouch was discovered open. The outer box was noted to be sealed. A non-sterile savvy balloon catheter was returned coiled inside a plastic bag. The actual involved packaging was not returned. The balloon protective tube was still over the balloon. A DHR review was performed and showed that this lot of products mets all requirements per the applicable mqp. The reported difficulty experienced by the customer appears to be related to the design of the savvy packaging tray, the catheter locker on the packaging tray is fragile. Based on the info available, it appears that the difficulty experienced by the customer may be a mfg issue.